Event description:
This lead was implanted and the pocket was closed. During the post-op check, there was no capture on this lead. The physician repositioned the lead twice but was unable get it to capture. This lead was explanted and replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated a bent is-1 connector pin. The subsequent root cause analysis indicated that mechanical forces during the application of the fixation tool should be taken into consideration. Further analysis revealed cuttings in the insulation which occurred most likely during the explant procedure. During further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In particular the values of the mechanical analysis of the fixation mechanism were investigated. No peculiarities were found. In summary, the is-1 connector pin was found to be deformed, affecting the active fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem.